Manufacturer narrative:
An investigation of the case logs revealed that there was a merge shift of l5. The pre-operative merge can be impacted by factors such as the quality of the pre-operative CT, quality of the fluoroscopic images and patient anatomy. Investigation of the case logs show that there was a shift of the surveillance maker before placing l2 through s2. After the user receives a surveillance shift warning, it is recommended that the user performs an anatomical landmark check to ensure navigational integrity. The case logs also show that there was excessive deflection when placing l5-r which can result in skiving. Misplaced implants were corrected intraoperatively and there were no reported adverse effects to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.